Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was turned on and heated for 30-40 minutes and then calibration was performed. The gas was exchanged the day before and was ready for surgery. Over the next ten minutes, the lasik flap was created and the patient was ready for ablation. During the treatment, an error message displayed stating the energy had jumped more than twenty percent. The energy check was unsuccessful and the system was restarted. The gas was exchanged but calibration was again not successful. The patient was removed from the operating table and after some time the energy check was able to be completed and the energy was stable. The treatment of the patient's right eye was completed without patient harm.

Manufacturer narrative:
Logfile review performed, the log files shows that a sensor reading is not really stable. We can¿t see the sensor reading during the energy check but by comparing some treatments I could see the sensor is fluctuating a bit. The root cause can not be determined. The manufacturer internal reference number is: (B)(4).